Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 02/06/2015 with the following findings: the returned battery cap was used to complete the investigation. The battery cap was able to secure tightly to the pump. Investigation revealed a dim and pink display screen. The keypad was also found to be peeling from the base at the contrast button and below the ok button. The ok, up and down keypad buttons were found to be intermittently responsive. The contrast button was found to be unresponsive. The up, down and contrast key contacts were found to be missing. The keypad cover was removed and the contamination was found under all of the key contacts. The battery compartment was also found to be cracked below the bumper pad. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).

Event description:
The pump was returned for investigation. Investigation revealed a dim and pink display screen. The keypad was also found to be peeling from the base at the contrast button and below the ok button. The ok, up and down keypad buttons were found to be intermittently responsive. The contrast button was found to be unresponsive. The up, down and contrast key contacts were found to be missing. The keypad cover was removed and the contamination was found under all of the key contacts. The battery compartment was also found to be cracked below the bumper pad. There was no reported adverse event associated with this complaint. This report is made based on results of investigation completed on 02/06/2015.